Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device upgrade procedure when echocardiogram was performed; the physician noted a small pericardial effusion at apex. No intervention was performed. The patient was in stable condition post procedure.